Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity blood set secondary port disconnected from the system, causing leakage during the transfusion. The following information was provided by the initial reporter: "there is a concern with the new blood tubing (bd smart site gravity blood set; ref 10010903). Upon use/priming, the secondary port pulls away and disconnects from system. This will result in loss of whatever is intended for transfusion (blood or other product)."

Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of separation with leak. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity blood set secondary port disconnected from the system, causing leakage during the transfusion. The following information was provided by the initial reporter: "there is a concern with the new blood tubing (bd smart site gravity blood set; ref (B)(4)). Upon use/priming, the secondary port pulls away and disconnects from system. This will result in loss of whatever is intended for transfusion (blood or other product)."